Event description:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the screen has a divot. It is not known how the screen was damaged. The device was returned to philips for bench repair. The bench engineer confirmed the complaint, the units has physical damage to the display. Display assembly got replaced at the bench and this resolved the issue with the screen. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.